Manufacturer narrative:
Investigation summary: received a bd q-syte extension set inside a sealed package from lot 7327644. All components were intact. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: no physical-mechanical damage was found on any of the components of the q-syte received. Water-leak test: the unit was tested on both the actuated and the unactuated positions. No leakage was observed on either. Conclusion(s): indeterminate - the returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It has been reported that one bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore has been found experiencing leakage during use. The following has been provided by the initial reporter: leakage occurred during q-syte using.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore has been found experiencing leakage during use. The following has been provided by the initial reporter: leakage occurred during q-syte using